Event description:
It was reported that (1) device was used during a radial artery procedure. It was reported by the rep that the hp052 handpiece heated up and had to be exchanged for a 2nd hand piece that also heated up (device out of warranty)another device was used to complete the case. There was no consequence to the patient.